Manufacturer narrative:
This report is being filed to provide additional information in e.1.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that, when the device added 413 ml of platelet additive solution to the platelet product the operator was asked to connect a second platelet additive solution bag. Instead of connecting a second platelet additive solution bag, the operator aborted the pas addition. The operator was informed to add the remaining 14 ml of platelet additive solution manually to the platelet product. The automatic pas addition completed without alerts, however analysis showed a slight drop in the rbc signal towards the end of the pas addition, indicating a restriction in the platelet additive solution flow. It is possible though not conclusive that an insufficient pas bag volume caused the restriction of the platelet additive solution flow. The customer provided a photograph of a used terumo bct t-pas+ fluid bag, lot 18055001, which was closed to empty. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: 81101822 the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. A triple platelet product was collected and the mother bag was tested. The actual residual white blood cell (rwbc) results and rwbc concentration were not provided; however, the customer confirmed that no wbcs or rbcs were found when the units were tested. The total product volume was 686 ml. The unit was transfused and no patient reaction was reported. Root cause: review of the run data file showed that, when the device added 413 ml of platelet additive solution to the platelet product the operator was asked to connect a second platelet additive solution bag. Instead of connecting a second platelet additive solution bag, the operator aborted the pas addition. The operator was informed to add the remaining 14 ml of platelet additive solution manually to the platelet product. The automatic pas addition completed without alerts, however analysis showed a slight drop in the rbc signal towards the end of the pas addition, indicating a restriction in the platelet additive solution flow. It is possible though not conclusive that an insufficient pas bag volume caused the restriction of the platelet additive solution flow.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.